Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Analysis found the device to be in vvi backup reset mode while still in the box. The cause of the reset was found to be due to a parity error. The reset could not be reproduced throughout testing in the laboratory. The cause of the parity error could not be determined.

Event description:
This report is to advise of an event observed during analysis.